Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time the device was programmed to deliver dilaudid 1mg/ml, continuous + bolus mode, with a continuous rate of 7mg/hr, with a 10mg bolus dose, a 60min bolus lockout, no dose limit, and a container size of 250ml. The nurse reported the patient was also receiving normal saline, at a rate of 100ml/hr via a plum a+ device that was delivering through a bifurcated extension tubing set distal to the device. After an unspecified length of time over a 36hr time period the nurses reported the volume in the container was noted to be more than expected. At an unspecified time, the nurse went to change the container and noted approximately 100ml remained in the narcotic container instead of the expected 0ml. The customer contact reported the device did not alarm or power off at any time during the delivery. The device remained in clinical use. At unspecified times, the nurses reported changing the patient's IV site, changing the extension set and decreasing the rate of the normal saline delivery. It was reported this resolved the problem. No additional information was provided. It was reported the patient did not complain or appear to be in pain or distress. It was also reported the number of patient initiated bolus requests and deliveries did not increase. The patient was being treated for end of life care for pancreatic cancer. On an unspecified date and time, it was reported the patient expired. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.